Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-04152-1 and 2015-00527).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, loss of range of motion, damage to bone/tissue, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6) 2013 due to elevated metal ion levels. Revision operative report noted the presence of metallosis and corrosion at the head and neck. The acetabular cup and stem were noted to be well fixed. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical products - biomet taperloc femoral stem catalog#: 103203 lot#: 554420, biomet m2a magnum acetabular cup catalog#: us157852 lot#: 607750. (B)(4).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, loss of range of motion, damage to bone/tissue, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.